Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 218 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm and were able to complete the rewind. The insulin pump failed the self-test and kept on going to rewind. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will not be returned for analysis.